Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2 - date of death was estimated as (B)(6) 2021 to end of study range.

Event description:
The article "accuracy of lone three-dimensional transthoracic echocardiography in tricuspid valve function and geometry assessment: implication for preoperative evaluation of transcatheter tricuspid valve therapies" was reviewed. The article presented a prospective single center study, to compare different imaging modalities as three-dimensional (3d) transthoracic echocardiography (tte), transesophageal echocardiography (toe) and ECG-gated cardiac CT for the definition of tricuspid valve (tv) function and geometry assessment.. Devices mentioned include triclip, two other non-abbott devices. The article concluded that the present series shows how a lone 3d tte has a good reliability in the definition of tv function, leaflet characteristics, and geometry when compared with second level imaging modalities and may be safely used to select optimal candidates for complex ttvi. [The primary author and corresponding author was noemi bruno at san camillo forlanini hospital institution with corresponding email: bruno@uniroma1.it.]. The time frame of the study was unknown. A total of 21 patients were included in this study, of which three received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, hypertension, atrial fibrillation, previous stroke. (B)(6), unk mitraclip. Peri- and post-procedural complications included death.

Manufacturer narrative:
B2 - date of death was estimated as (B)(6) 2021 to end of study range. Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, atrial fibrillation, previous stroke.. Complications reported included death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.